Manufacturer narrative:
Customer was phoned 4 times requesting return of the pump base to ameda, inc. For investigation. She was provided with a (B)(4) shipping label for this return. To this date, the pump base has not been returned to ameda. Therefore no visual inspection or evaluation of the breast pump was conducted. If the pump base should be returned at a later date, a supplemental medwatch will be filed after the investigation is complete.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 to report her finesse breast pump began emitting black smoke from the connection between the ac adapter and port in the pump base during use. She states the ac adapter was burnt so she discarded the adapter in the trash. Pump will no longer power on. Customer denies inhalation of smoke and no injury/burn occurred in this event. Customer was shipped a replacement pump base and ac adapter overnight.